Event description:
The customer reported that the pump unexpectedly displayed a reset screen. There was no reported impact to the customer¿s blood glucose level. Technical support informed the customer that the pump's reset was part of a normal function to ensure proper performance and educated the customer on actions to take when the pump resets, including reloading cartridges and restarting sessions. The customer successfully resumed insulin use.